Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting of tall t-waves and motion artifact contributed to the false detection. It was reported that the patient was sleeping at the time of the event. The lifevest detected an arrhythmia at 05:28:49. The patient's ECG strips show a sinus rhythm with frequent premature atrial contractions (pacs and motion artifact. The lifevest delivered a defibrillation shock at 05:29:27. The post-shock rhythm was motion artifact. The response buttons were not pressed during the entire event. The electrode belt was disconnected after the treatment was delivered. No further ECG monitoring was available. The patient was seen at the ER following the event, and the patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was seen at the ER following the event, and the patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - 02/2013 (reuse).